Manufacturer narrative:
The reported field event of undersensing was confirmed in the laboratory due to review of egms stored on the device image. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient deceased. Upon interrogation of the implantable cardioverter defibrillator - ICD, non-sustained right ventricular oversensing episodes due to right ventricular - rv lead noise were noted. Upon closer review, it was noted that the signal was actually undersensing ventricular tachycardia due to irregular r-waves. There is no known allegation from a health professional that suggests the death was related to the device and it was noted that the patient had extensive heart disease. It was reported that the cause of death was unknown.